Event description:
The customer stated that her blood glucose was high, but the insulin pump did not alarm no delivery. The reported blood glucose reading was 358 mg/dl. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.